Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 376 mg/dl at the time of the incident. Customer was assisted with troubleshooting but the issue was not resolved. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.